Event description:
It was reported that (1) device was used during a thoracoscopy. It was reported by the rep that the resident surgeon was firing the tlh30 across the lobe in the lung and none of the staples formed (rest of event information is incomplete, awaiting rep reply). An ax55b device was used to complete the case. There was no consequence to the pt. 02/12/2001 additional information from rep according to the surgeon, the retaining pin was forward and the firing pin was in the center of the "gap" setting. When fired none of the staples formed. This was the first firing of the device.